Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient, with a known case of coronary artery disease (cas), was taken for percutaneous transluminal coronary intervention (ptci) of the left anterior descending (lad). One xience v 3.5 x 28 was deployed at 14 atms in the proximal to mid lad, good flow was achieved. Following this, it was observed there was a dissection, limiting flow, distal to the stent. Another xience v 3 x 15 mm was deployed to cover the dissection. The end result was a good timi iii flow. No additional event or patient information is available.

Manufacturer narrative:
Dissection is a known possible outcome of coronary stenting procedures, and is listed as a potential adverse event in the instructions for use (IFU). The IFU also states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilation, placement of additional stents, or other)." There was no report of damage to the sds prior to use or difficulties deploying the stent at the target lesion which could have contributed to the dissection. Though a cause for the dissection cannot be confirmed, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.